Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Disease progression with aortic neck dilatation. Evaluation conclusion: disease progression with aortic neck dilatation.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately fourteen months ago. Vessel morphology at the time of implant was reported as nil tortuosity, mild thrombus and nil calcification. The patient was treated for a 5.5 cm in diameter thoracic aortic aneurysm which encompasses the celiac artery, sma and both renal arteries. It was reported that the patient presented with chest pain. A resent CT demonstrated a proximal type I endoleak due to disease progression with aortic neck dilatation. The thoracic neck was changed from 39 mm in diameter to currently 47 mm in diameter. At the time of implant, the device was intentionally placed 10 cm distal to the lsca. The thoraco-abdominal aneurysm was in the mid-descending aorta to the abdomen and far from the lsca. Two talent captivia stent grafts were placed to intervene successfully. No additional clinical sequelae were reported, and the patient is fine.